Event description:
This device was implanted on (B)(6) 2013 and remains implanted at this time. A call was placed to technical services on 08/06/2018 stating that a shock impedance had spiked from 75 ohms to 130 ohms in six months period. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).